Manufacturer narrative:
(B)(4) it was reported that the smarttouch catheter did not displayed a force reading on the carto 3 system. The returned device was visually inspected upon receipt and reddish material similar to human blood was found in the pebax. Further examination revealed pebax a damaged that appears to be a cut. A corrective action has been opened to address and resolve this type of pebax damage issue. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. Then per the reported force issues, the catheter was evaluated for biosensor functionality and carto system. The device failed both. Further examination showed that the biosensor coils related to a force sensor had a disconnection problem and that pc board had a short circuit. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) procedure, the smarttouch catheter was not displaying a force reading on the carto 3 system. The cable was replaced with no resolution. The case was completed by changing the catheter without any patient consequence. This issue was not a reportable event. Upon receiving the product in biosense webster lab on (B)(4) 2014, it was noticed that reddish material was found under the pebax and hole in the pebax approximately with width of 0.56 mm and height of 0.092 mm, making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
(B)(4).